Event description:
A power source alert was reported. Blood glucose level did not exceed 500 mg/dl (27.7 mmol/l). The issue was resolved by plugging the charging cable into a wall adapter, allowing the pump to begin charging, and no further assistance was required. The patient continued to use the pump normally.